Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process, and caller noted cartridge alarms with consecutive cartridges even though no prior alarms of this type had been reported for this pump. There was no adverse impact to the customer's blood glucose level. Customer followed load process prompts correctly, technical support confirmed repeated cartridge alarms, and pump was arranged to be replaced.